Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an electrode. The customer reports, he was using the electrodes for 30 days with a heart monitor at his home, changing them daily. Approx by the 27th day, he developed a rash on more than half of his body. The rash developed on the legs, back, chest, neck, inside of the elbows, and all the way to his ankles. Customer reports receiving a prescription ointment that he used for more than a month and the rash eventually disappeared.